Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device failed the self-test. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the device failed the self-test. The customer declined repair and service. No parts replaced and no service or repairs performed. Device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has declined any further service or repairs. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: the customer declined repair and service.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator/monitor failed the self-test. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.